Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved via manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was stored and prepared per instructions for use. There was no difficulty connecting the 7f non-cordis vascular sheath introducer with the device. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleed back slowed or stopped. The indicator showed black-black, and no red color was observed during retraction. The physician¿s thumb was not on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed with no anomalies. The device was not deployed outside the body. Angiography confirmed femoral artery suitability, with vessel diameter =5 mm, and no calcium, tortuosity, nearby stent, or significant stenosis observed. There was no prior closure within 30 days and no pre-existing access site complications. The device was used in an interventional procedure via a retrograde approach. The physician was certified on device use. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.